Event description:
The customer reported that the filtered tubing set connected to a taxol infusion separated from the lower fitment when the nurse was removing the tubing set from the pump after the infusion was completed on an adult patient. There was no patient harm.

Manufacturer narrative:
The photo provided by the customer shows separation from the silicone to the lower fitment. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the filtered tubing set connected to a taxol infusion separated from the upper fitment when the nurse was removing the tubing set from the pump after the infusion was completed. There was no patient harm.

Event description:
The customer reported that the filtered tubing set connected to a taxol infusion separated from the lower fitment when the nurse was removing the tubing set from the pump after the infusion was completed. There was no patient harm.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the filtered tubing set connected to a taxol infusion separated from the lower fitment when the nurse was removing the tubing set from the pump after the infusion was completed on an adult patient. There was no patient harm.